Event description:
It was reported that during a hand assisted sigmoid resection, the device jammed and would not fire. Surgeon converted to open to re-suture, which extended the surgery time for over an hour. No patient consequence.